Manufacturer narrative:
Patient information not available for reporting. Additional product code: jds. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a distal humerus plating procedure on (B)(6) 2018, the head of the 3.5mm cortex screw broke twice. It was noted that excess force was not used during screw insertion. Surgery was completed using a locking compression plate (lcp) screw. This report is for one (1) 3.5mm cortex screw 20mm. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in netherlands as follows: it was reported that during a distal humerus plating procedure on (B)(6) 2018, the head of two (2) 3.5mm cortex screws broke. All fragments were retrieved. It was noted that excess force was not used during screw insertion. Surgery was completed successfully using a locking compression plate (lcp) screw. This report is for one (1) 3.5mm cortex screw 20mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: device evaluated by MFR, device manufacture date. Device history record (DHR) review: part number: 204.820s; synthes lot number: l785832; release to warehouse date: 21 feb 2018 expiry date: 01. Feb 2028; manufacturing site: grenchen; lot: l785832 was manufactured from blank 204.020.999; lot: h559839, which was manufactured in us, monument; manufacturing location: monument; released to bp55: 31-jan-2018. Part#: 204.020.999, lot#: h559839 (non-sterile) - 3.6mm screw blank 20mm 03.5 cortex screw w/2.5 hex. Component part: 11139; lot: h439340, 3.6mm screw blank 22mm; lot: h304042 meet specification. Raw material was provided by carpenter technology corporation (supplier lot: 575851). Certificate of tests for stainless steel provided by carpenter meet specification. Raw material receiving/put away checklist meets specification. Inspection sheet for in-process dimensional met specification. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device evaluated by MFR: device was not received at analysis location and hence not evaluated as it was lost in transit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.